Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Correction: advanced bionics considers the investigation into the reportable event as closed. The company was informed that the recipient will not pursue revision surgery at this time. It is believed that the recipient experienced an in-situ failure. A review of the device history record noted no rework. The recipient's device remains implanted. This is the final report.